Event description:
The user facility reported that the pt coded on the machine about nine minutes into treatment. There were no reported problems or alarms during the treatment. He stated that he believes that this was caused by an underlying pt condition. User facility medwatch reports the pt had a syncopal episode that lasted 30 seconds, rapid response was called and she was transferred to ICU.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of obtaining pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.